Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. Accidental needle stick occurred; no medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states patient received result of 3.8 mmol/l on the aviva system and 1.8 mmol/l on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.